Manufacturer narrative:
(B)(4). Insulin pump was received with totally burned down. Unable to verify device heating up due to insulin pump was totally destroy.

Event description:
Information received by medtronic indicated that the insulin pump had a whole crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.